Manufacturer narrative:
The device has been received at boston scientific laboratory. During product analysis the device passed all test performed, showing no evidence of any issue or malfunction that could cause or contribute to the reported complication. Embolism is an expected procedural complication addressed within the IFU for the farawave catheter, the known inherent risk of device cause code was selected based on all information available.

Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure a farawave was selected for use. After insertion of the catheter into the sheath, a mild st segment elevation was observed. The device was removed and reinserted to the patient once during the procedure. Irrigation was never interrupted and no air issues were observed. No interventions were required to solve the issue. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure a farawave was selected for use. After insertion of the catheter into the sheath, a mild st segment elevation was observed. The device was removed and reinserted once. Irrigation was never interrupted and no air issues occurred. No interventions were required to solve the event. The device is expected to return for analysis.